Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) lost communication with two bsm devices. Initial troubleshooting was performed with unsuccessful results. The nk cits later found that the light on the cns switch was not showing any activity. The customer purchased a replacement switch to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. Nk tech support initially tried to troubleshoot the issue with the customer by verifying the wired connections to the switch connecting the bedside monitors. As the issue could not be resolved during troubleshooting, it was concluded that the switch needed to be replaced. No further issues were reported for communication loss on the reported device after the new switch was sent out. The failed switch was not returned for physical evaluation or functional analysis, so a root cause cannot be determined. A possible root causes are switch failure due to physical damage, fluid intrusion, or wear and tear. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm: model #: mu-651ra; sn: (B)(6); approximate age of the device: 24 months; device manufacturer date: 07/24/2017; unique identifier (UDI) #: (B)(4). Bsm model #: mu-651ra; sn: (B)(6); approximate age of the device: 24 months; device manufacturer date: 07/24/2017; unique identifier (UDI) #: (B)(4).

Event description:
The biomed reported that the central nurse's station (cns) lost communication with two bsm devices.

Manufacturer narrative:
Initial troubleshooting was performed with unsuccessful results. The nk cits later found that the light on the cns switch is not showing any activity. The customer will purchase a replacement switch to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: the following 2 devices were used in conjunction with the cns, but did not experience a failure: bsm - model: mu-651ra, s/n: (B)(4), approximate age of the device: 24 months, device manufacturer date: 07/24/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-651ra, s/n: (B)(4), approximate age of the device: 24 months, device manufacturer date: 07/24/2017, unique identifier (UDI) #: (B)(4).

Event description:
The biomed reported that the central nurse's station (cns) lost communication with two bsm devices.